Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming power supply was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the system shut down causing a delay.

Manufacturer narrative:
The power supply was received and a visual assessment of the returned sample found no visual nonconformities. The returned power supply was installed in a calibrated system, where a loud noise and odor were observed. The system was unable to boot up and the power supply was found to be nonconforming. The root cause of the reported event can be attributed to a nonconforming power supply. The manufacturer internal reference number is: (B)(4).